Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, after issue with pairing the home monitor (tried with 2 different monitors), it was decided to interrogate the pacemaker. During interrogation it wasn't possible to have a rf connection, only inductive telemetry was working. All the test performed were normal. In addition battery data was missing.